Manufacturer narrative:
On 15-nov-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was defective. The vizigo sheath valve was defective as they got bunch of back bleeding form the valve. The sheath was replaced and the issue resolved. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the device. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks; the brim cap and the silicone ring were placed in the correct position and found in good conditions. The issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and, physical damage observed which suggest that excessive force was applied a device history record was performed for the finished device 50000017 lot number, and no internal action related to the complaint were found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial; according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve was defective. The vizigo sheath valve was defective as they got bunch of back bleeding form the valve. The sheath was replaced and the issue resolved. Air did not enter the patient¿s body. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. Manual pressure on groin while sheath was exchanged. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.